Manufacturer narrative:
(B)(4). Date sent: 9/11/2020. Additional information: upon visual inspection of four photos, the following was observed: the photos show tissue handling by surgical instrument and some staples can be seen in b-formation. Slight bleeding could be observed. However, no malformed staples were noted. Based on the photos reviewed, the event described cannot be confirmed.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a left upper lobectomy, at the time of vascular stapling, unusual bleeding occurred. The surgeons were able to control the bleeding. Following the surgery, there was a new problem with stapling with the green load (ecr45g). The load did not staple everything and locked the stapler. After changing the reload, the surgeons managed to do the normal stapling. It's unknown whether there were any patient consequences.